Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the lens haptic tore during insertion. The cause of the lens damage was unknown. The lens was removed without patient injury.